Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6), 2009. Patient has experienced pain and discomfort in his left hip, as well as excessive levels of cobalt and chromium. Patient has not yet scheduled an explantation of the left asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: - medical records received (B)(6) 2013. Revision operative report indicates the following: straw-colored mildly cloudy fluid from the joint; absence of the short external rotators and capsule posteriorly; corrosion at the trunnion taper junction; cup was over anteverted; large areas of fibrous ingrowth on the cup. Adapter sleeve and femoral stem have been added to the complaint.